Manufacturer narrative:
G.6. Corrected. Additional information provided in d.4. And h.10. No sample has been returned for evaluation for the report of unspecified issue, decreased visual acuity, hypotony, and injected viscoelastic; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no mention of any intraoperative complications associated with device implantation, no mention of device failure, and no information provided regarding any patient specific factors that may have contributed to hypotony with reduced best corrected visual acuity. Possible root cause is that hypotony maculopathy, while rare, is a known risk associated with device implantation, which is clearly identified in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4. And h.10. No sample has been returned for evaluation for the report of unspecified issue, decreased visual acuity, hypotony, and injected viscoelastic; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no mention of any intraoperative complications associated with device implantation, no mention of device failure, and no information provided regarding any patient specific factors that may have contributed to hypotony with reduced best corrected visual acuity. Possible root cause is that hypotony maculopathy, while rare, is a known risk associated with device implantation, which is clearly identified in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an issue with a micro-filtration device. Additional information indicated the patient, at post-operative day 9, complained of decreased visual acuity and hypotony. The surgeon injected viscoelastic to treat the hypotony.